Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display, which occurred during use in dwell 4 of 5. The home patient (hp) disconnected from the hc during dwell 4 of 5 and reconnected after the alarm. During trouble shooting with the technical service representative (tsr) it was discovered that the home patient (hp) had not used proper disconnect procedures. The tsr had the hp close all of the clamps and cycle the power on the hc to se 2367. The tsr had the hp cycle the power on the hc again and the alarm cleared. The tsr advised the hp to disconnect aseptically from the hc and to let their registered nurse (rn) know about the air detect alarm. The hp understood. The alarms were cleared and the hp would follow up with the rn. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). Upon follow-up with the customer, the home patient (hp) stated they had disconnected in a hurry to go to the washroom, and had forgot to press stop, then on her way back, she heard the alarm, but that she did not reconnect herself to the machine. The new information makes this complaint, not a reportable malfunction. No further investigation will be performed.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the root cause was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.